Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was dropped a couple days ago and the controller is wobbly and rattling and won't stay connected to the implant. Patient stated last night they charged the implanted neurostimulator fully and this morning they woke up in agony because the implant had lost half of its charge and the group they were using b had zeroed out overnight and was at 0%. Patient stated the other two groups a and c are still at their normal numbers. Patient stated the setting change because the controller was dropped. Agent asked patient to connect with the controller and controller show implanted neurostimulator 50%, controller 100% charged. Agent asked patient is they have adaptive stim active and patient said yes for group b on both programs. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. A request was sent to the repair department to replace the controller device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.